Event description:
About 10pm pt became increasingly diaphoretic, clammy, bp 70/50, very pale, unresponsive. Received a bolus of IV fluids, received 7 units of blood and plasma. Pt returned to or. Found arterial clips free in abdominal cavity.